Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in the clinic after experiencing intermittent vibratory alerts. A session record was requested for further evaluation.